Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to hypoglycemia. The cause of death was chronic renal failure. The customer had attacks of hypoglycemia with seizures that may have led to their passing. The customer¿s blood glucose was 34 mg/dl at the time of one of the lows. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.